Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners, and minor scratches on the display window. No discoloration was noted to the display.

Event description:
The customer reported via phone call that the insulin pump's screen was multicolored. The customer saw discoloration on the screen. She had difficulty reading the screen. Customer's blood glucose level was 229 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.